Event description:
It was reported that an altitude alarm occurred while the customer was driving from "high to low" altitudes. Customer was unable to clear the alarm despite changing cartridges multiple times. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available for alternate insulin therapy.